Event description:
It was reported via clinic notes dated (B)(6) 2011 that the pt underwent eval for obstructive sleep apnea syndrome at a sleep center. Attempts for further info have been unsuccessful to date.